Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A dorsal intervention to segment c7/t1 of the cervical spine was indicated on the patient due to a herniation of the intravertebral disk. A n experienced colleague of the operating surgeon took over the patient positioning with the a1059 mayfield modified skull clamp until the surgeon arrived. When the surgeon arrived to the surgical theatre, only a minor ¿fine-tuning¿ was required in positioning, since there was still a small fold to the skin in the region of access on the patient's neck which had to be straightened. The check carried out once again confirmed that everything had been performed correctly up to this point in time. The clamp had been fixated to the patient's head with adequate tension, which was confirmed through the three marker rings for the planned tension measurements. In the course of the ¿fine tuning¿, the surgeon observed that a fully atypical relative movement/wobble had then taken place between the skull and the mayfield clamp, which was a sign of its loosening. Using the fine cog for readjustment/subsequent tightening, an attempt was made to rapidly increase the tension once again. Since this proved to be unsuccessful, a command was given to the team to immediately return the patient to a supine position. During this entire procedure, one of the razor-sharp clamps caused a laceration to the skin on the patient¿s skull which first had to be closed with a number of sutures. The mayfield clamp was used again for a dorsal access. In the next attempt, the mayfield clamp was reversed from left to right, since the laceration might otherwise have made the repeated fixation in the same position impossible. Fortunately, the operation could then be carried out successfully; no further incidents occurred and the mayfield skull clamp remained properly and tightly fixated to the skull.

Manufacturer narrative:
The device was returned for evaluation and it was observed to be in good condition. There was just some small movement in the locking system. The torque screw was within specifications. The clamp base, ratchet extension, swivel base and index knob were the old versions. Some small parts were wasted. This is the first time the device has been in service. The reported incident could not be confirmed. The root cause could not be determined at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer and no issues were found. Root cause analysis can not be performed at this time. The product has not yet returned for evaluation.